Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "breast cancer", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the c6 area with juvéderm ultra plus¿. Six months later, the patient was injected in the c6 area with 0.8 ml of juvéderm® volift¿ with lidocaine and in the c1 with 0.4 ml of juvéderm¿ voluma¿ with lidocaine. The patient reported that the ¿product is somewhat still and causing pressure,¿ the veins were more ¿visible,¿ and ¿erythema.¿ the patient was also undergoing treatment for non-device related ¿breast cancer.¿ event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for thejuvéderm® volift¿ with lidocaine.